Event description:
The customer called for help with his meter. While troubleshooting, the customer performed normal control tests and received result of 72 mg/dl. The normal control range was 113-162 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.